Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "the pump randomly stops during infusion with no alarm". They also stated that the pump took longer to deliver than it should have. The initial reporter also stated that the patient had no adverse effects due to this complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the device was returned to mmdg for investigation the pump operated as expected. Mmdg was unable to replicate or confirm the reported complaint. The pump history was also reviewed, and there was no indication that the complaint occurred as reported. Based on this information, no MDR was required.

Event description:
The initial reporter stated that "the pump randomly stops during infusion with no alarm". They also stated that the pump took longer to deliver than it should have. The initial reporter also stated that the patient had no adverse effects due to this complaint. (B)(4).